Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient age and dob was requested but not provided.

Event description:
It was reported that the device shuts down when bumped or moved over thresholds. There was no report of patient harm.

Event description:
It was reported that the device shuts down when bumped or moved over thresholds.